Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found wash station and syringes leaking. Upon further inspection of the instrument the fse found that the membranes on vacuum valves were broken. The fse replaced the vacuum valves and four (4) reagent syringes which resolved the issue. E1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of false glucose patient and quality control (qc) results, involving the au5800 clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics, and the exact number of patients affected is unknown.